Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to be missing the jaw cover. The missing jaw cover measured approximately 0.590" x 0.249" and was not returned with the instrument. An additional observation related to the customer complaint was a broken cut electrode. Visual inspection identified the cut electrode as broken at the tip, and the detached fragment, measuring approximately 0.066" x 0.049", was not returned. The internal blade was exposed. Thermal damage was also observed at the jaw. Visual inspection revealed thermal damage on one side of the jaw, localized at the tip. The instrument passed the electrical continuity test. The probable root cause of dislodged jaw cover and detached fragment is attributed to damage from mishandling/misuse which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of broken cut electrode and detached fragment is attributed to damage from mishandling/misuse, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of thermal damage is attributed to user. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported tip breakage on synchroseal instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the white cut electrode was broken. The instrument was inspected prior to use. During the sealing and peeling operation, some parts of the white cut electrode appeared to have come off due to cracks. The instrument did not collide with any other instrument or tool during procedure. The incident did not involve a fragment falling inside patient anatomy. No photos are available. No portion of the device was completely detached.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.